Manufacturer narrative:
Event: additional information received on 3/28/19 indicated that a snare device was used to remove the detached implant coil segment from the patient. Investigation of the returned device found the proximal end of the implant coil was still attached to the pusher. The implant was found to be stretched just distal of the proximal tie knot location. The primary wind of the implant was stretched throughout its entire length. The distal end of the implant appeared to be missing and no distal ball remained. The microcatheter and distal end of the implant were not returned, preventing detailed analysis of the reported complaint. The body of the pusher was found to be in good condition and without obvious damage. Based upon the investigation findings and available information, the reported complaint is confirmed. The implant was found to be stretched throughout its body and broken at the distal end upon return from the field. The distal end of the implant was missing and was not returned. The root cause cannot be determined from the information provided. The distal end of the implant and microcatheter are considered critical components for the root cause analysis. Though the root cause cannot be definitively identified, it is suspected that the implant was caught in the microcatheter when attempting to retract the coil.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the implant coil was "split/lost" after an attempt was made to take it out of the microcatheter. There was no reported patient injury or intervention. The patient was reported to be in good condition.